Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/13/2020. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 9 straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/17/2020. Corrected information: h6 - result codes.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a unilateral inguinal herniorraphy on 8/30/2019 and the absorbable straps were used. It was reported that the patient required 2 staplers because the first one was defective; no stapling force. It was reported that even by activating the handle it was not possible to implant; fix any staple in the tissue. It was also reported that the doctor shot, but locked the grip, releasing the clamp but not affixing it to the tissue. The doctor insisted for a few times with the symptom recurring causing the item to be changed. The patient had no serious events. There were no adverse patient consequences reported.